Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro tissue welder was plugged in, the device became active immediately and glowed red hot until the wires caught fire. The reporter stated, "the user did not hear the power supply beeping to alert the user it was on." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).